Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an ins implanted several years ago. The patient said after several years of trying, they couldn't get it to do what they wanted, so they had it removed. The patient said the stimulator did not work and it couldn't be adjusted properly to ease the patient's pain. After trying all options on it the patient gave up. The patient went to a different hcp who recommended a morphine pump. The patient told the hcp as long as they were doing a procedure, to remove the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their device did not work properly for them. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator (ins) was removed in 2012 because it was not helping him anymore and they couldn¿t adjust it properly. There were no further complications reported or anticipated.